Event description:
While pt was being moved for morning chest x-ray, the sheet became disconnected from under the bedrail and integrity of the sand broke spreading sand over the pt's non-intact skin. The pt was moved from the clinitron bed to a regular hosp. Thorough skin care was completed with silver nitrate, per physician's order. Contact clinitron to replace the rental bed.